Event description:
Caller states that the left footplate is broke will not stay at 90 degrees any longer. Caller states that he doesn't know how it broke.

Manufacturer narrative:
Follow up to be sent if additional information is received.